Event description:
The device was rec'd with no info.

Manufacturer narrative:
Evaluation summary: one ld111 was returned and was noted to have torn the iris valve. No other physical damage was noted on the returned device. No conclusion could be reached as to what may have caused the reported incident; we have documented the circumstances as they were reported to us.